Event description:
Received information stating patient was not feeling well and was experiencing high bg's (600+ mg/dl).

Manufacturer narrative:
No product was returned for evaluation. Should new information become available a follow up MDR will be submitted.